Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd fluid. The cause of peritonitis was unknown. The same day the event onset, the patient was hospitalized and treated with vancomycin (intraperitoneal injection 1 gm every 4th day, discontinued) and meropenem injection (1gm, intraperitoneal, once daily, discontinued) for peritonitis. Six days after the event onset, the patient was given magnex forte injection (1.5gm, intraperitoneal, once daily, ongoing) for peritonitis. Six days after hospital admission, the patient was discharged and was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.